Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that review of the patient's remote home monitoring data found several out of range pacing impedance measurements for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead from one month after the alert was triggered. Boston scientific technical services (ts) was consulted and found that the impedance measurement had been stable in the 900 to 1100 ohm range. The few days prior there was a variation in the impedance measurement from 900 to 1400 ohms. No noise events were stored in the device. Ts suggested bringing the patient in for further evaluation. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the patient was brought into the office for testing. No x-ray was taken at this time. The field representative noted that the patient may be scheduled for a revision procedure in the future. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range pacing impedance measurement for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The patient was brought into the office where they were unable to replicate the out of range impedance measurement. Boston scientific technical services (ts) was consulted and discussed options. At this time the physician has opted to continue to monitor the patient. The ICD and rv lead remain in service and no adverse patient effects have been reported.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead continued to exhibit high out of range pacing impedance measurements. A lead fracture is suspected and a revision procedure would be scheduled.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and returned from an unknown source. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned severed at 157 mm from the terminal pin. Only the proximal segment was returned. Visual inspection revealed insulation abrasion. This type of damage is consistent with repeated stress over time. The abrasions were located at the distal end of the yoke area. It appeared the lead was bent over on itself in this area. Due to the location and type of damage this was likely caused by lead-on-lead (lead-on-itself) contact coupled with movement within the pocket area. The returned portion of the lead was subject to direct current resistance testing and passed on all paths, verifying the returned segment's electrical performance was intact.